Event description:
Same case as MDR# 2134265-2012-3246. It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal right coronary artery. The 4.0 x 20mm maverick 2 mr balloon catheter was inflated and ruptured on the 1st inflation at 12atms. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: there was blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).